Event description:
It was reported that when an asymptomatic patient presented to the clinic after receiving a patient notifier, post paced t-wave oversensing was observed. The device was reprogrammed.